Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump but was unable to load a new cartridge successfully, even with a second attempt. A decision was made to replace the pump under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy. The customer was also instructed to put the pump into storage mode and return it with a prepaid label, which they acknowledged.